Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of stenosis/restenosis is listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that in (B)(6) 2009, the patient had a unspecified xience stent implanted in the right coronary artery (rca). The patient returned in (B)(6) 2012 and angiography revealed severe 80% in-stent restenosis of the mid rca. Balloon angioplasty was performed and a 3.0 x 38 mm xience prime stent was implanted with an excellent result. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. Date of implant estimated. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.